Event description:
It was reported that during a da vinci-assisted endometriosis resection and other reconstructive surgical procedure, the customer contacted the technical service engineer (tse) to report an issue with the surgeon side console (ssc). Specifically, the footrest was unresponsive. The patient was present in the operating theatre at the time of the call. Tse inquired whether the buttons on the left side of the ssc were functioning, and the customer affirmed that all functions were operational except for the footrest. The customer noted that pressing the footrest button produced a sound indicative of motor activity, but there was no corresponding movement. Furthermore, there was no physical damage observed on the footrest. Given that the system is dual, the customer decided to conclude the surgery using the other ssc. Tse also inquired about the feasibility of performing a power cycle during the call, which the customer indicated was not possible. The customer agreed to conduct a power cycle after the surgery and follow up if the issue persisted. A follow-up call from the customer post-surgery confirmed that a system power cycle had been performed, but the fault condition remained unchanged. The tse suggested altering the ssc ergonomics using an alternate surgeon profile to bypass the surgeon switch panel left; however, this could not be executed as both surgeons were on a break. It was confirmed that ssc 1, with serial (B)(6), was experiencing the footrest actuation problem. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the helical shaft couplings in the surgeon side console. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to faulty helical shaft couplings in the surgeon side console.